Event description:
(B)(6) healthcare is the initial importer of the device which is a rollator. The reporter noted there is no damage ot the device. A caregiver pushes the device while the end-user is sitting in it. On more than one occasion the end-user has fallen forward out of the device when device is in motion .